Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 642 mg/dl. The customer was getting no delivery alarms, and was tired. The customer was in the hospital for three days, and was released once her blood glucose was back to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.